Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level in the last two weeks. Blood glucose level ranged from 42 to 350 mg/dl. Customer treated with food for the low reading and with insulin pump for the high reading. Blood glucose at the time of the call was 77 mg/dl. Customer was assisted with troubleshooting. Customer declined to check for possible site/insulin issues and settings. Customer did not troubleshoot for low blood glucose. The insulin pump was not replaced or returned for analysis.